Event description:
It was reported to olsen medical on (B) (6)2009, during a tonsillectomy a pt, pt info unk, received a minor burn to their inside lip. There were no remedial or follow-up treatment.

Manufacturer narrative:
The returned device had scarring and scratches, evidence of being abrasively cleaned. The end-user exposed the device to abrasive cleaning and deteriorated the insulation.